Event description:
It was reported that a loss of monitoring occurred for six (6) telemetry patients for approximately two (2) hours. Two (2) portable monitors were used on critical patients during the period of no telemetry monitoring. The on-site biomedical technician reportedly adjusted the ups (uninterruptible power supply) or outlet strip to resolve the immediate issue. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.